Manufacturer narrative:
The suspect pump was returned for evaluation, and the event history log (ehl) was reviewed, which recorded a medium alarm: ¿cannot start pump not locked.¿ the 12-month service history was also reviewed and showed no additional service activities during this period. Visual and functional inspections revealed that the latch/lock test failed, as the device did not detect the lock. Additionally, the device failed the air detector height test, with the air-in-line detector found to be positioned too high.the complaint allegation was confirmed. The probable cause was identified as an issue with the latch lock sensor. Corrective actions included replacement of the latch lock assembly and the air-in-line detector (aild), followed by performance of the latch/lock test, dso/uso sensor calibration, and pvt. The unit subsequently passed all testing criteria. The software was updated, and the device was reset to standard configuration.

Event description:
It was reported that the pump¿s locking mechanism was not functioning during a routine preventive maintenance inspection. During investigation, the device failed the air detector height test, as the air-in-line detector was found to be too high. This malfunction renders the event reportable. No patient involvement or adverse events were reported.